Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 570:320:844:0000; this condition had the potential to interrupt delivery. This condition was found in the critical care unit. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a failure code 570:320:844:0000 was confirmed by service. The cause of the reported condition was not determined. The pump was not repaired at this time because it is a stay-in device owned by baxter. The pump is in baxter's inventory and will be repaired at a later date. This is involving a pump with software version 5.03.00 which is categorized as unremediated. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.